Event description:
The customer, a syncardia authorized distributor, reported the freedom driver had a fault alarm while supporting the patient at the hospital without any impact to the patient.

Manufacturer narrative:
The freedom driver will be returned to syncardia for evaluation. The results will be provided in a follow-up MDR.

Event description:
The customer, a syncardia authorized distributor, reported the freedom driver had a fault alarm while supporting the patient at the hospital without any impact to the patient.